Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the ipg. The patient underwent a revision procedure wherein the adaptors were replaced due to loss of stimulation. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.